Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The replaced part was returned for investigation. The received logs confirmed the reported pressure transducer test failure on (B)(6) 2021. The investigation revealed that the returned air gas module failed pre-use check with pressure transducer test when it was connected to a test ventilator. The failure was caused by a broken feather spring of the nozzle unit inside the air gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The root cause for the broken feather spring could not be determined.

Event description:
Manufacture's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).